Event description:
The advocate stated customer tested his blood glucose using his contour meter and received readings of 271 and 291 mg/dl. He retested using another meter and received readings of 115, 126 and 117 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation. Replacement test strips and a new meter were sent to the customer.